Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose because of the under delivery. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was hospitalized but it was not because of the high blood glucose, however they were not released immediately by the doctors because of the high blood glucose. The customer was treated with syringe. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The customer performed the self test and they were able to passed the test. The insulin pump will not be returned for analysis.